Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was fully fired. The proximal end of the reload adapter was broken. Due to the noted damage functional testing was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thorascopic surgery, when disconnecting the pulmonary artery, stapler had poor staple formation and had bleeding. A plier was used to hold the bleeding. Incomplete staple line was also noted on the distal part. The surgeon used a suture to fixed the staple line. A leak test was done after sewing. Tissue damage was reported as a result of the product failure.